Event description:
It was reported that the blade detached. The target lesion was located in the left common femoral artery. During procedure the physician inflated a 8.00mm/2.0cm/135cm peripheral cutting balloon® three times to 10 atms. The balloon was fully deflated and under vacuum when it was pulled out from the 7f x 45cm non-bsc introducer sheath with no resistance. Upon removal, the physician noticed that one of the blades appeared slightly loose on the balloon. The procedure was considered completed at this time. Upon further inspection of the device, the blade fell off. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).